Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel does not respond. When this issue occurred, the patient has been in stable condition. Therefore iabp therapy was completed with no further issues. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse could not reproduce the failure. In order to fix the issue, the fse cleaned the touch screen, cleaned the connectors and reseated them.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel does not respond and the touch panel does not respond well. When this issue occurred, the patient has been in stable condition. Therefore iabp therapy was completed with no further issues. There was no patient harm or injury reported.